Event description:
It was reported that a patient underwent a gynecological procedure in 2003 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 06/18/2003 in order to treat significant stress urinary incontinence with urethral hypermobility, left flank hernia, abnormal uterine bleeding, and pelvic pain. No additional information was provided.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.